Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify or duplicate the reported issue. Stryker replaced the device's power pcb assembly as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Root cause could not be determined.

Event description:
The customer contacted physio-control to report that their device lost all power to the main unit and displayed a black screen. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device lost all power to the main unit and displayed a black screen. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.